Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for diabetic ketoacidosis. The customer stated that she had not tested her blood glucose levels all day prior to being hospitalized. When the customer removed the infusion set, the cannula was bent. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.